Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer was advised to scrap the device. This fault was attributed to a failure of the power pcb.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.